Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the lead exhibited a confirmed fracture. The lead was not used for the procedure. There was no patient involvement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.